Manufacturer narrative:
One used sample was returned for evaluation. Visual inspection confirmed the inflation line to be detached. The inflation line channel insertion depth marks were measured and found to be within specification. The detached section of tube with inflation line was inspected under magnification. The tip of the inflation line had remaining solvent marks around the perimeter suggesting the inflation line had been bonded to the tracheal tube prior to disconnection. Reserve samples of the same lot were used in attempt to replicate the reported event. Results found that when attempting to detach the inflation line channel a portion of the tube would remain, unlike what was shown in the returned sample, where no piece remained in the channel. One potential root cause for the reported issue is that excessive stress/force was applied by the end user causing the inflation line to separate from the tube at the bonding area. Another potential root cause is that the assembly process of bonding the inflation line to the tube is deficient. Preventative action has been taken which includes a request for new bradawls with shorter tips in order to use the edge of the bradawl as stopper and insert the bradawl into the tube a depth within specification. Additionally, in order to avoid fatigue of manufacturing personnel, operators will be rotated in the middle of the shift.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received stating that after 9 days of patient use, the pilot balloon fell off the endotracheal tube. The endotracheal tube was replaced. Re-intubation was completed with no ill effects. No incident related medical sequela was reported.